Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced in-stent restenosis. The patient received an unknown sized taxus liberte stent in an unknown vessel. The patient was discharged on 200mg/day of aspirin and 75mg/day of clopidogrel bisulfate. (B)(6) 2011, 90% in-stent restenosis 12mm long and 2.5mm in reference vessel diameter was observed. The physician treated the in-stent restenosis with balloon angioplasty using an unknown manufacturer's balloon, resulting in 50% residual stenosis. The patient's condition is reported to be improved without angina symptoms as of the following day. Additional information has been requested and is not available.

Event description:
It was further reported: in (B)(6) 2009, pci was performed to treat 2 target lesions located in the 1st diagonal and the proximal left circumflex (lcx). A 100% stenosed de novo lesion located in the 1st diagonal with reference vessel diameter of 2.50 mm and a length of 8.0 mm was treated with pre-dilatation, and placement of a 2.50x8 mm taxus liberte stent. Post-dilatation was not performed. Residual stenosis 0% and timi flow grade became 3. The second lesion was also 100% stenosed de novo target lesion located in the proximal lcx with reference vessel diameter of 2.50 mm and a length of 32.0 mm which was treated with pre-dilatation, placement of a 2.50x32 mm taxus liberte stent, and post-dilatation. Residual stenosis 0% and timi flow grade became 3. The patient went through cardiac rehabilitation, and was scheduled for a staged pci in the proximal right coronary artery (rca) later in (B)(6) 2009. The patient was discharged without complications twenty days later on aspirin and clopidogrel sulfate.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).